Manufacturer narrative:
Product evaluation found that the lens was returned dry in case/vial. There was also clear surgical residue/debris on the product. Visual inspection found the lens to have no visible damage but has fibers. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -9.50 diopter, in the patient's left eye (os) on (B)(6) 2016. On the same day, the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.